Event description:
It was reported that during a da vinci si prostatectomy procedure smoke was coming out from inside the wrist of the permanent cautery hook instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument yaw pulley exhibited char marks adjacent to the damaged wire section. Charring evidenced an arcing event occurred. The instrument failed continuity testing. Engineering removed the conductor cap to locate the wire damage and found the conductor wire was broken from the charring. Engineering also found the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed but the movement may not be as precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to the derailment. No other damage was found.